Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous superficial femoral artery. A 6.0mmx150mmx150cm (4f) sterling balloon catheter was advanced for pre-dilatation. However, during procedure the balloon ruptured. The procedure was completed with a coyote balloon catheter. No patient complications were reported and the patient status was good.